Event description:
It was reported that during pre-use checks, user had problems getting the cs300 intra-aortic balloon pump (iabp) unit to synch.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, b6, b7, b10, d8, d9,g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields- h6(health effect ¿ clinical code , medical device ¿ problem code, health effect ¿ impact codes ) biomed brian wiley, stated he ran the unit on a trainer and test balloon, he said he noticed no issues and that the unit synched fine. He asked me to double check his results since the unit was pmd recently. Quote declined. Biomed brian wiley, reported fnding no problem found, after running a trainer and balloon on unit without issues.

Event description:
N/a